Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator had an external power light emitting diode not illuminate. The ventilator was not on a patient at the time of the event. The condition was troubleshot by a technical support engineer (tse) and the customer reported the power brick light emitting diode lit; the cords and battery were secure. Medtronic was not authorized to service the ventilator.

Manufacturer narrative:
(B)(4). Failure investigation performed by joshua elkins on (B)(6) 2017: one newport ht70 ventilator was received in fi. The reported symptom was verified. When connecting the ventilator to ac, the external power led did not illuminate. The customer left side membrane (p/n: (B)(4)) was replaced with a known-good membrane. After the replacement, the external power led did illuminate after plugging the unit into ac power. After further inspection, (B)(4) was observed to have a broken trace, which was the root cause of the reported symptom. Since this was a MDR investigation, the left side membrane will be retained for further analysis if deemed necessary.

Event description:
It was reported that a ht70 plus ventilator had an external power light emitting diode not illuminate. The ventilator was not on a patient at the time of the event. The condition was troubleshot by a technical support engineer (tse) and the customer reported the power brick light emitting diode lit; the cords and battery were secure. Medtronic was not authorized to service the ventilator.

Manufacturer narrative:
The ht70 ventilator was returned to medtronic's failure investigation laboratory and the reported condition of the light emitting diode (led) not illuminating was confirmed. The root cause of the reported issue was due to a broken trace on the left side membrane. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.